Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were intermittently responsive and required multiple button presses to elicit a response. The keypad cover was removed and contamination was found under the key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned for investigation. Investigation revealed that the keypad buttons were intermittently responsive and required multiple button presses to elicit a response. The contrast button required hard presses and increased force to elicit a response; the contrast button has no affect on insulin delivery function. The keypad cover was removed and contamination was found under key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.